Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, the battery compartment was damaged, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: during investigation, there was evidence of moisture behind the display lens. No battery cap was returned and all testing was performed with a test battery cap. The pump was unresponsive with a test battery cap. There was no audible tone, no vibration alert and the display was blank upon battery insertion. A test battery cap s unable to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination on the inside of the battery compartment. A leak test showed a battery compartment leak. The pump case was removed and there was evidence of moisture damage throughout the inside of the pump. Unrelated to the original complaint, the pump case was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.